Manufacturer narrative:
The technician found the casters were worn. He replaced the casters to repair the bed.

Event description:
Information received indicates the casters are ratcheting when in brake but the caster wheels are still holding.